Event description:
A malfunction was reported with a specific code appearing on the customer's device, but no noteworthy events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, successfully resolving the malfunction, and instructed the customer to continue using the pump while advising them to call back if the issue recurs.